Event description:
Hoyer lift for transferring resident from wheelchair to bed has a part from MFR that is insufficient for this type of transfer. -s-hook. When s-hook is flipped up the caribinor from sling can "pop" out with force of weight. Checked by (B)(6) on (B)(6) 2013. (B)(4).